Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),"), pregnancy with contraceptive device ("pregnant despite having the essure coils in her body") and complication of pregnancy ("pregnancy (with complications),") in an adult female patient (gravida 4, para 2) who had essure (batch no. B93880, b71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "pregnant despite having the essure coils in her body". The patient's past medical history included multi gravida and parity 4 (dates of live births: (B)(6) 2003; (B)(6) 2009; (B)(6) 2016 ¿ twins). Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In(B)(6) 2014, the patient experienced urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain and cramping"), menorrhagia ("persistent menstrual flow and cramping"), dysmenorrhoea ("persistent menstrual flow and cramping"), vaginal discharge ("discharge"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue,"), headache ("headaches"), weight increased ("weight gain"), migraine ("migraine") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, complication of pregnancy, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, alopecia, vaginal haemorrhage, bladder disorder, tooth disorder, dyspareunia, allergy to metals, fatigue, headache, weight increased, migraine and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, complication of pregnancy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs+mr: new events: vaginal haemorrhage, bladder problems, urinary tract disorder, tooth disorder, dyspareunia, fatigue, alopecia, headache, migraine, allergy to metals, fallopian tube perforation, complication of pregnancy, weight increased, vulvovaginal pain, device monitoring procedure not performed were added. Reporter, patient demographic information, other relevant history, product stop date, lot number added. Previously reported event ¿device dislocation¿ updated to ¿device expulsion¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),"), pregnancy with contraceptive device ("pregnant despite having the essure coils in her body") and complication of pregnancy ("pregnancy (with complications),") in an adult female patient (gravida 4, para 2) who had essure (batch no. B93880, b71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "pregnant despite having the essure coils in her body". The patient's past medical history included multi gravida and parity 4 (dates of live births: (B)(6)). Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain and cramping"), menorrhagia ("persistent menstrual flow and cramping"), dysmenorrhoea ("persistent menstrual flow and cramping"), vaginal discharge ("discharge"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue,"), headache ("headaches"), weight increased ("weight gain"), migraine ("migraine") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, complication of pregnancy, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, alopecia, vaginal haemorrhage, bladder disorder, tooth disorder, dyspareunia, allergy to metals, fatigue, headache, weight increased, migraine and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, complication of pregnancy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Lot number: b71768 manufacture date: 2013-09 expiration date: 2016-09. Lot number: b93880 manufacture date: 2013-11 expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),"), device dislocation ("migration of essure device (location of device: essure not located in right fallopian tube),"), pregnancy with contraceptive device ("pregnant despite having the essure coils in her body") and complication of pregnancy ("pregnancy (with complications),") in an adult female patient who had essure (batch nos. B71768 and b93880, b71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant despite having the essure coils in her body" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multi gravida and parity 4 (dates of live births: (B)(6) ¿ twins). Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted and removed on (B)(6)2016. A new essure was inserted on an unknown date. In (B)(6) 2014, the patient experienced dysmenorrhoea ("persistent menstrual flow and cramping"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue,"), headache ("headaches"), urinary tract disorder ("urinary problems or changes") and migraine ("migraine") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain and cramping"), menorrhagia ("persistent menstrual flow and cramping"), vaginal discharge ("discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, complication of pregnancy, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, alopecia, vaginal haemorrhage, bladder disorder, tooth disorder, dyspareunia, allergy to metals, fatigue, headache, weight increased, migraine and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, complication of pregnancy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Lot number: b71768 manufacture date: (B)(6) 2013. Expiration date: 2016-09. Lot number: b93880 manufacture date: (B)(6)2013. Expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event migration of essure device (location of device: essure not located in right fallopian tube). Updated onset date of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),"), pregnancy with contraceptive device ("pregnant despite having the essure coils in her body") and complication of pregnancy ("pregnancy (with complications),") in an adult female patient (gravida 4, para 2) who had essure (batch no. B93880, b71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "pregnant despite having the essure coils in her body". The patient's past medical history included multi gravida and parity 4 (dates of live births: (B)(6) 2003; (B)(6) 2009; (B)(6) 2016 ¿ twins). Concurrent conditions included body mass index normal. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain and cramping"), menorrhagia ("persistent menstrual flow and cramping"), dysmenorrhoea ("persistent menstrual flow and cramping"), vaginal discharge ("discharge"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue,"), headache ("headaches"), weight increased ("weight gain"), migraine ("migraine") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, complication of pregnancy, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, alopecia, vaginal haemorrhage, bladder disorder, tooth disorder, dyspareunia, allergy to metals, fatigue, headache, weight increased, migraine and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, complication of pregnancy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Lot number: b71768 manufacture date: (B)(6) 2013. Expiration date: 2016-09. Lot number: b93880 manufacture date: (B)(6) 2013. Expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes),') and device dislocation ('migration of essure device (location of device: essure not located in right fallopian tube),') in an adult female patient who had essure (batch no. B93880,b71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant despite having the essure coils in her body" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multi gravida and parity 4 (dates of live births: (B)(6) 2003; (B)(6) 2009; (B)(6) 2016 ¿ twins). Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("persistent menstrual flow and cramping"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue,"), headache ("headaches"), urinary tract disorder ("urinary problems or changes") and migraine ("migraine") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant despite having the essure coils in her body"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of pregnancy ("pregnancy (with complications),"), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain and cramping"), menorrhagia ("persistent menstrual flow and cramping"), vaginal discharge ("discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, complication of pregnancy, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, alopecia, vaginal haemorrhage, bladder disorder, tooth disorder, dyspareunia, allergy to metals, fatigue, headache, weight increased, migraine and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, complication of pregnancy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Lot number: b71768 manufacture date: 2013-09-13 expiration date: 2016-09-30. Lot number: b93880 manufacture date: 2013-11-08 expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.